Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides an x-ray showing the fractured implant was received so far. Additional information is requested. The product is not available for investigation. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
The patient experienced a dental implant fracture.